Event description:
Boston scientific received information that during a routine follow-up, there was one high, out-of-range pacing impedance measurement on the left ventricular (lv) lead. During the device check, the lead measurements were all within normal range. The lead was tested in the tip to coil pacing configuration and the pacing impedance was greater than 2,000 ohms. A partial lead fracture was suspected. The lead was programmed back to the ring to coil configuration. The lead and patient will continue to be monitored. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.